Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a varying pacing impedance, varying high voltage impedance, and loss of capture. No intervention was performed. The patient was stable.